Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit has corrosion due to water leakage, and scope connector cover unit is dirty due to water leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the failures cable unit has corrosion due to water leakage and scope connector cover unit is dirty due to water leakage is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope had an e315 scope communication error. There were no reports of patient involvement as this occurred during room setup inspection.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.